Manufacturer narrative:
This report is submitted on august 01, 2018.

Event description:
It was reported that the patient experienced dizziness and headaches with device. Subsequently, the device was explanted (date not reported). It is unknown if the patient was reimplanted with another device as of the date of this report.

Manufacturer narrative:
This report is filed on november 27, 2018. (B)(4).